Event description:
Midmark corporation received a complaint of a dental light head post of a ceiling mounted led dental light reported to have come loose causing the post, and consequently the light, to fall. No injury to patient or staff was involved. Due to previous reporting of this or similar incidents, midmark corporation complied to regulatory requirements and reported this event accordingly.

Manufacturer narrative:
Service parts identified for device. Midmark corporation believes the root cause of this event is set up error.